Event description:
Us complainant reported the patient was on impella rp flex support and a placement signal not reliable alarm appeared. The physician attempted to pull back and reposition the impella, however the placement signal was still absent. The staff monitored the motor current, impella flows, and the patient's hemodynamics. Patient expired while on support.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. According to the clinical, hours into impella rp support the pa placement signal disappeared and a placement signal not reliable alarm was recorded. An attempt was made to reposition the pump with no success. As flow was still visible the device was not removed and the patient later expired on support. No product was returned for a visual inspection. Data log analysis confirmed the following trends: lower signal not reliable, lower light, higher lamp, lower contrast with an increase in amplitude, and higher gain. The most likely cause of the optical signal issue was a damaged fiber line due to a kink that occurred during support. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.